Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by abdominal pain and turbid effluent. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The day after the event onset, the patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Physioneal therapies remained ongoing. At the time of this report, the patient's effluent was clear and the patient was recovering. While no breach in aseptic technique was reported, the patient was retrained on proper aseptic technique. No additional information is available.